Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a "no cgm readings" issue. Before going to sleep, the patient stated his cgm was working. He was also asymptomatic at this time. At an unspecified time later while sleeping, the patient had a ¿diabetic seizure¿ in his sleep. The patient¿s wife called emergency medical services (ems). The patient cgm was not providing any reading at this time. Once ems arrived, the patient¿s bg meter reading was 30 mg/dl. The patient was unconscious and required resuscitation by ems. He was then transported to the emergency room (ER). The patient could not recall the medication(s) he was treated with during this event. He was discharged from the hospital on (B)(6) 2025 with a bg meter reading between 89-91 mg/dl. The patient was feeling better and was at home recuperating at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used alternate insertion site preparation. On (B)(6) 2025, it was reported that the patient experienced a "no cgm readings" issue. Before going to sleep, the patient stated his cgm was working. He was also asymptomatic at this time. At an unspecified time later while sleeping, the patient had a ¿diabetic seizure¿ in his sleep. The patient¿s wife called emergency medical services (ems). The patient cgm was not providing any reading at this time. Once ems arrived, the patient¿s bg meter reading was 30 mg/dl. The patient was unconscious and required resuscitation by ems. He was then transported to the emergency room (ER). The patient could not recall the medication(s) he was treated with during this event. He was discharged from the hospital on (B)(6) 2025 with a bg meter reading between 89-91 mg/dl. The patient was feeling better and was at home recuperating at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information. H6 investigation conclusion - additional.